Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of neurological symptoms is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient in the chin with 1 ml of juvéderm volux¿ xc. The patient reported felling ¿hot and lightheaded.¿ the patient ¿fainted and was out for roughly 1.5 minutes.¿ the patient ¿had a fit during faint that lasted 45-50 seconds.¿ patient¿s blood pressure was 90/67 when checked. The patient was monitored prior to leaving office. The event is resolved.

Event description:
Health professional reported injecting a patient in the chin with 1 ml of juvéderm volux¿ xc. The patient reported felling ¿hot and lightheaded.¿ the patient ¿fainted and was out for roughly 1.5 minutes.¿ the patient ¿had a fit during faint that lasted 45-50 seconds.¿ patient¿s blood pressure was 90/67 when checked. The patient was monitored prior to leaving office. The event is resolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.